Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had image abnormality at maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dp board (printed circuit board) malfunction, cm board (main board) malfunction, sdi (serial digital interface) is not output. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dp board malfunction which is thought that caused the occurrence of image anomaly. Cm board malfunction which is thought that caused the occurrence of sdi is not output. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.